Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump¿s battery cap was missing. Customer¿s blood glucose level was 420 mg/dl. Customer had not been on the insulin pump. It was unknown that the customer was used auto mode feature or not. The device will not be returned for analysis.